Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of unspecified exactamix eva tpn bags leaked from the middle port. The leak was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction to previous date submitted as 10/10/2019, but should have been 10/11/2019. Upon further investigation, it was determined that this report is a duplicate of manufacturing report number 1416980-2019-01987. All investigation activities will be captured under report 1416980-2019-01987. Should additional relevant information become available, a supplemental report will be submitted.